Event description:
Unidentified physician's office reported the following: allegedly one week after treatment with human collagen the patient developed symptoms of what the doctor diagnosed as "an allergic reaction". The physician recommended benadryl orally for treatment of signs and symptoms. The physician did not provide contact or patient information. No further information could be obtained.